Event description:
During a lap gastric bypass procedure, upon firing the device, the reload only stapled on one side of the cut line. The surgeon was using peri-strips during this firing. The surgeon was able to control the situation with quick suturing. There were no patient consequences. No additional time was needed for the procedure.